Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was left capped due a conductor fracture and insulation damage. Subclavian crush was evident via fluoroscopy and x-ray. The lead presented noise and oversensing when performing isometrics. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped. As device was not returned, no product analysis could be performed.